Event description:
The patient presented to the ER following his ICD firing that evening. He states he was lying in bed when his ICD fired without preceding symptoms. Ep evaluated the patient in the ER and discovered the right ventricular (rv) lead fracture. The patient was admitted to the hospital for inappropriate shock secondary to right ventricular lead failure. The patient has a history of ischemic cardiomyopathy with qrs duration of 160 milliseconds, ejection fraction of 15%, and new york heart association class iii heart failure. The patient was deemed appropriate for a right ventricular (rv) lead revision with upgrade to a biventricular ICD. The rv ICD lead was replaced and the ICD was replaced with a crt-d. The patient was discharged home in stable condition.